Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported the bd ultrasafe plus x100l png clear was pre-activated prior to use. The following information was provided by the initial reporter: when the patient opened the box, he found 2 pre-activated safety devices.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 20-may-2025. H.6. Investigation summary: photo and 2 samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported the bd ultrasafe plus x100l png clear was pre-activated prior to use. The following information was provided by the initial reporter: when the patient opened the box, he found 2 pre-activated safety devices.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported the bd ultrasafe plus x100l png clear was pre-activated prior to use. The following information was provided by the initial reporter: when the patient opened the box, he found 2 pre-activated safety devices

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3009081593-2025-00016 was sent in error. Bd ultrasafe passive¿ is pre-activated prior to use is not considered to be a reportable malfunction for this device. MFR#: 3009081593-2025-00016 is void as a result.

Event description:
It was reported the bd ultrasafe plus x100l png clear was pre-activated prior to use. The following information was provided by the initial reporter: when the patient opened the box, he found 2 pre-activated safety devices